Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074730) on 15-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling (like pregnant belly)") and peripheral swelling ("swelling (hands/fingers, feet/toes)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included lamotrigine (lamictal), obetrol (adderall), salbutamol (albuterol) and sertraline (zoloft). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), peripheral swelling (seriousness criterion disability), ear swelling ("swelling of ear"), episcleritis ("episcleritis") with eye swelling, weight increased ("weight gain"), mood swings ("severe mood swings"), depression ("worsening depression"), fatigue ("exhaustion"), hyperhidrosis ("perfusive sweating"), arthralgia ("hip pain / joint pain"), tooth loss ("loss of teeth"), alopecia ("loss of hair") and joint swelling ("joint swelling"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal distension, peripheral swelling, ear swelling, episcleritis, weight increased, mood swings, depression, fatigue, hyperhidrosis, arthralgia, tooth loss, alopecia and joint swelling outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, depression, ear swelling, episcleritis, fatigue, hyperhidrosis, joint swelling, mood swings, peripheral swelling, tooth loss and weight increased with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5074730) on 15-feb-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling (like pregnant belly)") and peripheral swelling ("swelling (hands/fingers, feet/toes)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included lamotrigine (lamictal), obetrol (adderall), salbutamol (albuterol) and sertraline (zoloft). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), peripheral swelling (seriousness criterion disability), ear swelling ("swelling of ear"), episcleritis ("episcleritis") with eye swelling, weight increased ("weight gain"), mood swings ("severe mood swings"), depression ("worsening depression"), fatigue ("exhaustion"), hyperhidrosis ("perfusive sweating"), arthralgia ("hip pain / joint pain"), tooth loss ("loss of teeth"), alopecia ("loss of hair") and joint swelling ("joint swelling"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal distension, peripheral swelling, ear swelling, episcleritis, weight increased, mood swings, depression, fatigue, hyperhidrosis, arthralgia, tooth loss, alopecia and joint swelling outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, depression, ear swelling, episcleritis, fatigue, hyperhidrosis, joint swelling, mood swings, peripheral swelling, tooth loss and weight increased with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.